Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom alarms door is open through the experience of door not fully latched messages during evaluation. Evaluation determined to cause to be a failed lower link switch. The lower auxiliary assembly, which contains the failed link switch, was replaced.

Event description:
It was reported that a spectrum alarmed that the door is open. It was also reported that there was no pt injury.